Manufacturer narrative:
Correction: manufacturer report 2938836-2015-02443, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).

Event description:
It was reported that the patient received a vibratory alert for eri. An excessive battery discharge was noted. The device was explanted and replaced. The patient was fine post-procedure.